Event description:
A consumer reports experiencing double vision monocularly and binocularly, along with poor near vision following bilateral intraocular lens (iol) implant surgery. He also reported that he has seen two other doctors and the last doctor gave him a prescription for eye glasses that did not seem to help. The consumer also reported that he had yag surgery on both eyes. Additional info was received from the surgeon. The surgeon reported the pt had double vision postoperatively and reported having headaches when reading. This pt has a history of glaucoma and had problems with elevated intraocular pressures during his postoperative period. The pt was referred to a retinal specialist who ruled out a retinal tear. The pt had a prk procedure performed and subsequently was prescribed contact lenses. The surgeon reported the iol did not cause or contribute to the event, however, the cause of the event was not identified. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaint reported in the lot. Additional info was requested on 07/14/2008, 07/21/2008, 07/16/2008 by phone, fax and mail. A completed questionnaire was received on 08/01/2008.